Event description:
Drain placed in leg as drain for blood during surgery. Drain to remain in place one to two days. Upon attempting to remove drain, the drain broke and part remained inside body. Surgery was required to remove drain part. No other illness or injury.administration was not made aware of this incident until 12/22/92.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.